Event description:
The customer reported to olympus, a e315(scope communication error) occurred on the evis lucera elite colonovideoscope. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a e315 (scope communication error) occurred due to liquid leakage from the scope connector, the curved rubber adhesive was missing, the lighting lens was cracked, the bending angle was insufficient due to the elongation of the angle wire, the play of the angle knob is out of the normal state due to the extension of the angle wire, the liquid leakage, and scratches to the scope connector, there were scratches on the operation part, the tip cover may be scratched, there was a scratch on the ring for hardness adjustment, there were scratches on the switch box and scratches on the operation part cover. Additionally, there were scratches on the up/down/ right/left, grip and universal cord. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. Date of event: updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the liquid leakage likely caused a failure of the image sensor unit, failures of the internal circuit board of the video connector, or failures of the video system center. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
Customer confirmed the event occurred during preparation prior to a diagnostic procedure. The device was replaced and the procedure was not impacted.